Manufacturer narrative:
E1 (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center displayed error e333. The issue was identified during a therapeutic procedure. There were no reports of patient harm.